Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hartman¿s procedure-laparoscopy, the device's jaw did not open. Replaced with another similar device and it worked fine. There was no patient injury.